Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-00244. The pt (B)(6) was implanted with a dbs system for treatment of parkinson's disease. It was reported the pt has experienced an increase of symptoms. A diagnostic test revealed high impedance measurements. Images of the pt's dbs system were taken for further interrogation, and it appears there is damage to the lead extension. Surgical intervention will be undertaken at a later date to address this issue. In addition, it was reported the low battery warning was detected for the pt's ipg. The cause of the low battery warning has yet to be confirmed.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.